Event description:
It was reported that the patient presented in clinic for a follow up dyspnea. Device interrogation revealed extra cardiac stimulation and then was found in back up operation on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.